Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the patient (pt) sent an email reporting that he/she had "at least 6 lenses in this box that had a film over them. I thought it was my eye because my eye kept getting very red." The pt reported that he/she went to an urgent care, but reported that "it wasn't pink eye, my eye was just very irritated." The pt reported that he/she "waited, then tried a new lens, same thing happened again, I couldn't see clearly, my eye was irritated and there was a film over the lens that couldn't be removed." The pt reported that he/she is using a new box of lenses now without the return of symptoms. The suspect product was discarded. On (B)(6) 2016 a call was placed to the pts treating eye care provider (ecp) and a representative at the ecps office reported that the patient was seen on (B)(6) 2016 and diagnosed with bilateral mucopurulent conjunctivitis (bacterial). The pts medical records were requested. On (B)(6) 2016 the pts medical records were received and additional medical information was obtained as follows: date of visit: (B)(6) 2016. Reason for visit: pink eye. Diagnoses: mucopurulent conjunctivitis, bilateral. Vitals: bp: 108/70; p 76; temp: 98.3; resp 18; ht (B)(6); wt: (B)(6). Bmi: (B)(6) kg/m2; spo2 99%. Hpi: the problem is new. This problem has existed for 2. This problem occurs constantly. Since onset, the problem has been gradually worsening. The left and right eye are both affected. The level of severity - moderate. Associated symptoms include redness, discharge, swelling, tearing and itching. Negative for limited eye movement. Ros: positive for: hent. Past medical history: ulcerative colitis. Past surgical history: knee arthroscopy; cesarean section. Objective: physical exam: constitutional: she is oriented to person, place, and time. She appears well-developed and well-nourished. Hent: head: normocephalic and atraumatic. Eyes: eom are normal: right eye exhibits discharge and exudate. Left eye exhibits discharge and exudate. Neck: normal range of motion. Neck supple. Cardiovascular: normal rate, regular rhythm and normal heart sounds. Pulmonary/chest: effort normal and breath sounds normal. Abdominal: soft. Bowel sounds are normal. Musculoskeletal: normal range of motion. Neurological: she is alert and oriented to person, place, and time. Skin: skin is warm and dry. Assessment/plan: clinical presentation significant for bacterial infection. Antibiotics prescribed in accordance with (B)(6) guidelines. Medications ordered this encounter: tobramycin (tobrex) 0.3% ophthalmic solution 5ml; administer 1-2 drops to both eyes every 4 hours for 7 days. Avoid in lactation - both eyes. It is unknown per the pts medical records how long the pt experienced symptoms as that information was omitted from the record. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kmqp was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.